Event description:
It was reported that there were several instances over the last few refills where the health care provider was expecting 3.7ml and aspirated more from the reservoir. The patient did not have any symptoms. In one incidence (3.7 ml (erv) - 6.2 ml (arv))/(40 ml (prv) - 3.7 ml (erv)) x 100 = 6% (accuracy), which is within normal limits. The expected and actual reservoir volumes at the other occurrences were not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).